Event description:
It was reported that (1) 511sd was used during a lap hernia repair procedure. It was reported by the rep that upon entry into abdomen blade shield did not disengage. No injury occurred and trocar was used in the procedure without any add'l incidence. There was no consequence to pt.